Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The product analysis lab evaluated the device. A simulated therapy was performed and completed successfully. The cause for the increased intra-peritoneal volume (iipv) found in the device logs was determined to be insufficient drain - false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low (75%) and insufficient drain - one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3592ml. The fill volume was 2200ml. This meets iipv criteria. Product surveillance contacted the nurse on 11/11/2010. According to the nurse the patient did not report any symptoms of overfill. Additionally, the patient has resumed therapy and has not reported any issues. There was no patient injury or medical intervention associated with this event.